Event description:
It was reported that the inflatable penile prosthesis (ipp) implant surgery was aborted due to unspecified reasons.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant surgery was aborted due to unspecified reasons. Additional information received states that the surgery was not aborted and it was completed successfully.